Manufacturer narrative:
This report is submitted on august 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2011 due to an unknown reason. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the reason for the explant was an electrode migration.